Event description:
The manufacturer previously received information alleging a ventilator was alarming for a circuit disconnect alarm condition. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at a third-party service center, a supercap failure alarm was observed. This alarm indicates a failure of the system board. The device's system board was replaced to address the issue. Additionally, the device's proportional valve and solenoid valve were replaced to address the circuit disconnect alarm condition. This is a patient settings alarm designed to alert the caregiver of a disconnect issue. This would not affect the device's ability to deliver therapy. The device's blower assembly was replaced to address a noisy blower. Several components were replaced to address contamination and or damage. The device was cleaned and tested and passed all final testing.